Event description:
It was reported to philips that the system had generated an error as the shutters were unavailable preventing side shutters to be used. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.